Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that when she took out her reservoir, she found that the insulin had leaked out the back and filled her reservoir compartment. The customer had high blood glucose early morning, and had to give herself a manual correction of humalog. Customer had placed her pump in suspend and was not able to get her blood glucose to normal level.